Event description:
Complainant alleged that during a routine shift check the clinician attempted to charge the device to 50 joules, but the device charged to about 15 joule and then stopped charging. A few seconds later an "error 45" message appeared on the screen. The complainant indicated that there was no pt involvement in the reported failure.